Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamp was stuck in the reported problem area of the pipetter assembly. The plunger clamp and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.